Manufacturer narrative:
The immucor laboratory tested two (2) returned customer blood samples ((B)(6)) with retention product of lot number e264, which yielded expected positive outcomes. However, the immucor laboratory also tested the two (2) returned customer blood samples ((B)(6)) with retention product of the lot number in question, i.e. Lot number e258, which yielded unexpected negative outcomes, which was consistent with the customer site's unexpected findings.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on an instrument.